Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was identified customer was using pump supplies for more than 3 days. Technical support educated customer pump supplies should be changed every 48-72 hours per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 211 mg/dl at time of alarm.